Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device per692, and no non-conformances were identified. Additional h-3 summary: four unopened samples and one empty opened foil of product were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of four unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were noted to be as expected. The suture was examined, the barbs were present along of the strand and the loops were as expected. In addition, functional test was performed on the first loop using a instron and the tensile strength force was above the minimum requirement. According to the samples condition, no performance fixation feature non-engagement in tissue intra-op was found on the samples representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-90527. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2020. Corrected information: h6 device code. The suture pulled off from the needle during suturing on patient. Corrected h3 investigation summary: four unopened samples and one empty opened foil of product code sxmp1b103, lot per692 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of four unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were noted to be as expected. The suture was examined, the barbs were present along of the strand and the loops were as expected. In addition, functional test was performed on the samples, the pull force and the tensile strength force on the first loop was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, no pull off - suture needle was found on the samples.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "sutured failed at the loop" ? Did the suture break close to the loop during use while suturing on patient ? Or did the loop break during use while suturing on patient ? Or did the loop not engage in the tissue causing suture slippage during use while suturing on patient ?

Event description:
It was reported that a patient underwent a hip procedure on (B)(6) 2019 and barbed suture was used. The suture failed at the loop. Used another suture to complete procedure. No patient consequence reported.